Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection, and the issue could not be resolved.the device was explanted (B)(6), 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).